Event description:
Asku

Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead in segments was returned and analyzed. No anomalies were found. The distal and defibrillation conductors were distorted; the distal conductor cut and stretched. Blood/body fluid was noted on several conductors (not obstructed); blood/body fluid was noted on the outer tubing overlay; outer tubing kinked/buckled; outer insulation melted; outer insulation and outer tubing melted. The outer tubing overlay had cosmetic environmental stress cracking (esc) and breached cut; exposed defibrillation coil white substance and apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient complained that our recalled lead has "ruined his quality of life" for the last several years. The patient told the representative he'd be suing and demanded a call from one of our executives. As far as the company representative is aware the lead has performed fine, they had waited until device went elective replacement indicator to replace the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.